Event description:
It was reported that a (B)(6) male patient, underwent a paroxysmal atrial fibrillation procedure with a thermocool® sf nav bi-directional catheter and the day after the procedure presented chest and back pain which was treated with non-steroid anti-inflammatory medication. Nevertheless, 20 days later the patient suffered septic shock. Chest computed tomography was performed and esophageal perforation was observed at the level of the left atrium with mediastinal air for which medication was administered and subtotal esophagectomy and gastrostomy were performed. Bwi followed up to obtain additional information and it was noticed that patient was diagnosed with esophageal fistula and also suffered from a cerebrovascular accident which required from rehabilitation. The patient¿s medical history is unknown. The patient was reported to be fully recovered at the time the complaint was reported. Settings during the event include: power of 25 watts with 30 second ablation. The awareness date for this record is (B)(6) 2015 because the information was got by the conference presentation at the annual meeting of the japanese circulation society on this date.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Manufacturer's reference # (B)(4) is related to the same event. E) manufacturer's reference #: (B)(4)